Event description:
A caller reported that a malfunction occurred on their pump, with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in successfully resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared, which they understood and acknowledged.